Manufacturer narrative:
Other, other text: the sensor has not been returned to the investigation facility to allow for an analysis to be performed. The sensor is in transit to a local masimo office. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the sensor "from workstation bn 149-1, which was attached to the patient's finger, suddenly became very hot. The patient suddenly felt an uncomfortable sensation of heat, and there were visible sparks and smoke rising above the finger. He tore off the sensor, which was still hot. The patient was not injured."